Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent system was used during a stent placement procedure on (B)(6) 2012. According to the complainant, the indication for stent placement was treatment for a malignant stricture, approximately 2 cm, of the choleduct. The patient anatomy was not tortuous. During the procedure, the stent was partially deployed and the physician wanted to retract the stent, however, the stent would not retract. The device was removed from the patient and the stent was partially deployed. The catheter was found to be kinked. The procedure was completed with another wallflex biliary rx covered stent system. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent system was used during a stent placement procedure on (B)(6) 2012. According to the complainant, the indication for stent placement was treatment for a malignant stricture, approximately 2 cm, of the choleduct. The patient anatomy was not tortuous. During the procedure, the stent was partially deployed and the physician wanted to retract the stent, however, the stent would not retract. The device was removed from the patient and the stent was partially deployed. The catheter was found to be kinked. The procedure was completed with another wallflex biliary rx covered stent system. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) for the reported event of stent deployment issue (partial deployment). The device has been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the stent had been fully deployed. No issues were noted with the deployed stent. A visual and tactile examination of the shaft of the device noted that the clear section of the outer sheath was kinked and bunched up in appearance, along its length. There was no issue noted in the movement of the outer sheath. Examination of the stent holder found no anomalies. The most probable root cause is operational context. This is defined as a complaint that is associated with a product that meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.